Event description:
It was reported by the clinician that when the programmer, during an attempted interrogation of an implantable cardiac defibrillator, the programmer had an error message. The power was recycled however the error occurred again. There is another programmer that the clinician could use. A service disk was going to be run at a later date to clear the error. A service diskette was requested to clear the error. If the issue persists the programmer will be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.